Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the serter's spring had lost its tension and was not inserting the infusion sets properly. Cannulas were bent. Customer's blood glucose was over 400 mg/dl. After troubleshooting, customer was advised to talk to their healthcare provider regarding other approved sites for the infusion sets. Customer will not be returning the device for analysis.